Event description:
It was reported that the 9900 system had no image on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.